Event description:
It was reported that there was a problem loading the intraocular lens (iol); however, the lens was inserted into the eye before the issue was noticed. It was stated that when the doctor cut the lens out, he enlarged the incision to 6mm and was able to remove with no patient issues. The doctor then implanted the same model and diopter and completed the case successfully. No patient problems were reported.

Manufacturer narrative:
(B)(4). The lens was received cut across the optic and found to have one distorted haptic. There was also evidence of viscoelastic (ophthalmic viscosurgical device) on the lens that is consistent with a lens that has been handled and prepared for use. Prior to market release the lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.